Event description:
It was reported the implant had been turned off for about a year since it was "not working." The implant had been trying to "come out" for the past 8 months, and it had turned sideways and was bulging out. It was noted the patient had lost 74 pounds, but the device had started to bulge even before the weight loss. The lead wire was also trying to "come out" for the past week. Two to three inches of the lead wire were "barely" under the skin. It was also noted the patient was getting a shocking sensation in some nerves and it had affected her upper right leg. The leg was feeling "dead" like it was asleep, and it felt like her leg had a fever like an infection. The patient also had pain in her lower back and tailbone. The patient was trying to find a health care professional to help her remove the implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v432837, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).